Event description:
During an MRI infusion, a pt was being prepared for an infusion with propofol. The physician wanted channel a to deliver the propofol. During the setup the nurse experienced trouble with clearing the air detection alarm on channel a, and switched the infusion line to channel b of the pump. Before the pt was connected to the infusion line, channel b was started, then paused, and the physician saw the fluid continued to flow. The infusion was not started, and the pump was not used for the infusion. No pt was involved with this event.

Manufacturer narrative:
The infusion pump used during this event was available for inspection, and was examined on (B)(4) 2013. The infusion set used during this event was discarded by the hospital following the event, and is not available for examination. The infusion pump was tested and found to be operating to specification. No failure of the pump was observed that could account for this event. Investigation is still in process. A visit by iradimed corporation personnel is being scheduled within the next 30 days to obtain any add'l info for this event. At this time, the operation of the pump will be reviewed with the clinical staff, and any necessary add'l training will be performed. A follow-up report will be filed within 30 days of this report.